Event description:
During a lap tubal surgery while using the disposable falope-ring band application kit, it make a clicking sound and the white ring did not go onto the tube, it cut the fallopian tube instead. The surgeon cauterized the tube and finished the case w/o further incident. No longer stay for the patient.

Manufacturer narrative:
We could not confirm the customer's complaint of the device making a clicking sound and that the band was not deployed onto the fallopian tube. The only moving part which may have been the source of the clicking sound is the trigger assembly, but when it was disassembled, there was no evidence of it being subjected to forces which may have caused it to break or click when activated. The applicator was found to be assembled correctly to the manufacturing specifications. The applicator deployed the bands one at a time as designed. We could not confirm the customer's complaint of the band cutting the patient's fallopian tube. This complaint may not be related to the device but rather the anatomy of the patient, please refer to the IFU warning and caution statement, warning #6 for patient conditions where the bands should not be applied.